Manufacturer narrative:
Philips service replaced the dc power supply (5v, 12v, 24v) and geo module, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment failed to work at 0:00; suspected pc issue on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.